Event description:
The customer reported that during the procedure a spark occured and the gauze caught on fire. The fire was extinguished, then a pop was heard and the cable/cord connected to the instrument broke/snapped apart. There was no pt injury. The facility's biomed checked the generator and did not find anything wrong with it.

Manufacturer narrative:
(B)(4). The incident unit has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. Initial report sent: (B)(4) 2013 under MDR number 1717344-2013-01060.